Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "some of the issues involve a patient and her husband being exposed to chemo. The pumps stopped in the middle of the infusion and blood backed up into the pump and it started leaking. With this same patient, the battery pack leaked some battery residue on them as well."